Manufacturer narrative:
Additional, corrected and/or changed data: a.4, b.5, b.7, d.6a, d.9, h.3, h.6

Event description:
Healthcare professional reported "rupture". Additional event of capsular contracture baker grade ii. This relates to the left side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This relates to the left side. The device was explanted and replaced.